Event description:
Boston scientific promus premier monorail stent system, 2.50mm x 20mm. Product code (B)(4), lot 17239235. During the intervention, it became difficult to pass equipment through the guide. The guide was removed and the stent was found to be lodged in the distal tip of the guiding catheter. There was no adverse outcome. Will send to MFR for analysis (boston scientific).